Event description:
Per received report: approximately six (6) months ago, the customer reported that the coil failed to detach. No additional intervention was required, the coil was retrieved intact, and the patient was not adversely affected. The previous and following coils detached properly in the standard manner. The customer has the said coil for return and they request a replacement be provided. Additional information received from rep indicated that there was no stretching or breakage of the coil to his knowledge. The product is still within the hospital's possession.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that 2mm x 6cm deltapaq cerecyte microcoil failed to detach. No additional intervention was required, the coil was retrieved intact, and the patient was not adversely affected. The previous and following coils detached properly in the standard manner. Additional information reported that there was no known stretching or breaking of the coil. A review of the device history records found no manufacturing issues related to the reported event. In response to additional follow-up the device has not been returned for analysis. Should the device become available, additional analysis will be completed. Without the return of the device and based on the available information, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken at this time.